Event description:
It was reported that post dft testing during device changeout for normal eri, noise was detected on the lead. The noise was verified upon further testing. The lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
.